Event description:
The micro reciprocating saw was returned for service. Upon eval at the MFR, it was found to run without user activation when the cable is moved around. There was no pt involvement and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was discovered on the motor, bearings, press plug, and rotor assembly. Damage to the motor allows magnetic leakage onto the hall sensor, leading to drill activation.